Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending (lad) artery. The device was prepared properly. A 2.50x24mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, resistance was encountered in the calcified area of the lesion and the device failed to cross. The physician attempted to re-advance the device for several times but was unsuccessful in crossing the lesion. The device was then removed so pre-dilation can be performed again. Furthermore, when the device was removed, the middle portion of the stent struts were found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.